Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was an alert delivered via merlin.net for increased high voltage lead impedance (hvli) on the right ventricular (rv) lead. A lead replacement procedure is anticipated, and the patient was stable with no consequences.